Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The evaluation uncovered a faulty cable. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus, a bad image quality due to malfunction of the imaging system on the hd 3cmos autoclavable camera head. Upon inspection and testing of the returned unit, a e226 (scope communication error) displayed, and the image disappeared. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the above investigation result confirms that the cable is faulty. Therefore, it is conceivable that the video function did not function normally due to the failure of the cable, and the phenomena pointed out by [e226 (scope communication error)] might have occurred. However, the current product was not returned to the quality assurance department and it was not possible to check the detailed status of the current product, so root cause could not be identified. It has been over 4 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.